Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and the impedance trend on the rv (right ventricular) pacing lead was decreasing. There were six non-sustained episodes with v-v intervals less than 220 milliseconds from (B)(6) to (B)(6) 2015. Rv pace impedance 228 ohms by (B)(6) 2015. Rv pace impedance consistently falling from 500 to 228 ohms between (B)(6) 2014 and (B)(6) 2015. (B)(4).

Event description:
It was reported that since implant the pacing lead impedance decreased gradually and is now low. The lead also had stored episodes with noise. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo.